Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. As rec'd, the battery charger would not power on. The cause of the battery charger not powering on was a flash memory failure (components u102 and u105) on the c/a board. The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fracture solder connection induced by mechanical stress. The exact source of mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective components. The pt rec'd a replacement battery charger/modem.

Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger wouldn't power up. The pt was issued a replacement battery charger/modem.